Event description:
It was reported that the gastrointestinal videoscope exhibited scope communication error code (e227). The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated field: d8, d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: grainy image a definitive root cause could not be identified. Based on the results of the investigation, it is likely that the charge-coupled device (ccd) exhibited a grainy image, which confirmed the reported allegation. For the grainy image, the most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.